Manufacturer narrative:
H9: FDA recall for the concomitant product: - z-2746-2015 for 74120150 acetlr cup hap 50mm w/ imptr. H3, h6. It was reported that left hip revision surgery was performed due to elevated serum ions and some pain. The devices, used in treatment, have not been returned for evaluation. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the device. A review of historical complaints data was performed using the part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the cup and sleeve. This will continue to be monitored via routine trending, however it should be noted that devices of this size and type are no longer sold. As no device batch numbers were provided for investigation, manufacturing record review could not be performed. If more information is received, this investigation will be reopened. The review of the most recent IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. With the information provided the clinical root cause of the reported elevated metal ions and pain cannot be determined. No metallosis was noted intraoperatively. It cannot be concluded the reported elevated metal ions and pain were associated with a mal-performance of the implant or implant failure. The patient impact beyond the revision cannot be determined with the limited information provided. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Event description:
It was reported that the plaintiff had a primary left tha surgery on an unknown date. Subsequently on (B)(6) 2006, the patient underwent a revision surgery for unknown reasons; a bhmh system was implanted, and the original stem was kept in place. Patient was later diagnosed with elevated serum ions and some pain. A second revision surgery on (B)(6) 2016 took place to remove the bhmh system. No metalosis or soft spots were observed around the femur, so stem was not explanted and a custom prosthesis was implanted in exchange of the bhr modular head 42mm, acetlr cup hap 50mm w/ imptr and modular sleeve +4mm 12/14. No other complications were reported. Patient¿s current health status is unknown.

Manufacturer narrative:
Internal reference number: (B)(4). H10: smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.